Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found occurrence of the reported call service alarms. The pump powered on and functioned properly. No tactile issue was found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without any incidences. Pump casing was opened and no internal anomalies were found. The reported call service alarm issue was verified in the black box but not duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, pump alarmed for call service 064 during the prime step. The reporter stated that the issue persisted with pump reboot and tubing/cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.